Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "black foreign material" on tissue expander. The device did not come into contact with a patient.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device appearance (no black foreign material was observed on the device). A microscopic analysis was performed which identified device assessed as intact and functional. Based on the device analysis the final assessment is: - device assessed as intact and functional. No observations found related with the complaint reported by the physician. .

Event description:
Healthcare professional reported "black foreign material" on tissue expander. The device did not come into contact with a patient.